Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. A root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that immediately following an intraocular lens (iol) implant procedure, car lights are blurry while driving during the day and at nighttime. The consumer reported she has a cataract in her fellow eye. Additional information has been requested.